Event description:
It was reported from legal that a patient was revised due to recurrent atraumatic dislocations and metallosis from trunnionosis approximately 1 year post-implantation. The head was replaced with a dual mobility construct without complications. After the revision, the patient sustained two additional atraumatic dislocations. The patient returned to surgery one year later due to recurrent instability. During the revision, the it band was found partially resorbed and scarred over with no posterior soft tissue structures attached to the femur. The initial cup was replaced to correct abduction and anteversion, and a constrained liner was placed to compensate for the patient¿s abductor deficiency. The initial stem was left intact; however, mild trunnion corrosion was again noted. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unk biolox 28mm ceramic inner head item# unknown lot# unknown. M2a-38 cup non flared sz 52mm item# 15-106052 lot# 950230. Mlry-hd por fmrl 11x160mm item# 11-104111 lot# 502860. Unk vivacet-e liner item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Corrected: e1. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha. Then was revised due to recurrent atraumatic dislocation and metallosis. During follow-ups the implants were stable position with no evidence of loosening or fracture. Patient had dislocation later and reduction was performed and x-rays showed proper alignment. Subsequently, patient had another dislocation and reduction. Finally, patient has a revision due to the recurrent instability and dislocation. During revision, the it band was seen partially resorbed and scarred. Minimal trunnion corrosion noted. Acetabular component had significant abduction and anteversion, poor periacetabular bone stock. Cup removed with no difficulty; liner was exchanged and exchanged head placed on a clean dry trunnion. Stable range of motion achieved, no further complications. Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.